Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found. All conductors were distorted and showed blood/body fluid (not obstructed). The lead was noted to be damaged at implant.

Event description:
It was reported that the during the implant attempt the lead was too large for the patient's target vessel, and the pacing thresholds were reported as unacceptable. The lead was not used. No patient complications have been reported as a result of this event.